Event description:
Event description guidant received information that this implantable cardioverter defibrilllator (ICD) and associated implantable transvenous defibrillation lead exhibited an increase in the rate/sense impedance measurement from 650 to 2500 ohms. The thresholds are 3.0 v at 1.0 ms. The shocking impedances are normal.